Event description:
It was reported the patient is experiencing discomfort at the ipg site (described by the patient as burning). The patient also stated he had blistering and bruising at the site. Reportedly, a company representative met with the patient for reprogramming and the patient was also educated on the operation of the external devices. The issue is resolved.